Manufacturer narrative:
(B)(4). One ez-io single use-power driver assy sm200 was returned from an ez-io 45mm procedure tray for evaluation. Upon receipt, the driver was visually inspected. Visual inspection revealed the pull tab had been removed. When the trigger was pulled, the driver was operable. R & d engineering was consulted for this investigation. The driver was disassembled, and its inner contents were inspected. The motor, wires, contacts, and battery appeared to be in the proper positions and conditions. The expiration date on the battery pack is 03/2028. Battery voltage measured as 18.1 dc volts without being activated. The measured voltage is lower than the nominal specification of 19.3v for the battery pack upon release. This is expected after device use. The driver was reassembled and inspected with next-generation inspection equipment. The equipment inspects for 15+ failure modes and has internal and external equipment checks. The driver failed the battery interruption test, which was expected, as the pull tab was removed and discarded in the field. The driver passed the remaining test. The driver was tested for stall torque using stall torque equipment on instron 3. The stall torque report provided from the test revealed that driver stalled at 2.53 in lbs., this is above the 1.72 in lbs. Acceptance criteria which can be expected after stalling in the field and functional testing as this driver is designed for single use. Based on the findings, the complaint cannot be confirmed. No functional issues were identified with the returned sample. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) pro-vided with this kit warns the user, "remove orange tab from ez-io power driver (single-use) that is labeled "pull out to use," to activate ez-io power driver (single-use) batteries" and "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver (single-use) stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone. Note: in the unlikely event of an ez-io power driver (single-use) failure, disconnect the ez-io power driver (single- use), grasp the ez-io needle set hub by hand and advance into the medullary space while twisting back and forth.". The complaint cannot be confirmed. Visual and functional testing revealed no fault found with this driver as the device was operable and passed functional testing. No defects or anomalies were observed with the returned driver. A device history record review was performed, and no recorded results of manufacturing issues or anomalies were reported. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It is reported that: "driver loss power during the needle insertion in a proximal tibia.".

Manufacturer narrative:
(B)(4).

Event description:
It is reported that: "driver loss power during the needle insertion in a proximal tibia."